Event description:
It was reported that the device¿s sleep/wake button was intermittently unresponsive, and the user was advised to perform a device restart, after which normal function resumed. Symptoms included no adverse health effects. Outcomes included continued device use without alerts or alarms and no impact to therapy. Investigation included customer communication and troubleshooting guidance. Investigation of this case revealed that a device restart restored button responsiveness, consistent with transient user interface behavior. It was concluded, based on previously established findings for similar reports, that the cause was user interface recovery following a power-cycle reset.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.